Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as off-axis seating and/or the application of excessive force during installation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30-jan-2026, a sales representative reported via phone that (2) ar-3770sp hybrid knee fibertak® anchors and (2) ar-3740sp double loaded knotless knee fibertak® anchors backed out. This occurred during an mpfl reconstruction on (B)(6) 2026 when all (4) devices backed out of the patient. The patient had very good bone quality, which was prepped using an ar-3712-29 2.9mm drill for knee fibertaks. These failures resulted in a 15-minute delay which no additional anesthesia was administered. The procedure was completed using an ar-2324kbcc biocomposite knotless swivelock® anchor, and an ar-3740sp double loaded knotless knee fibertak® anchor. There was no harm to the patient.